Manufacturer narrative:
The medical device was returned and analysed. According to our laboratory analysis, we did not manage to duplicate the obstruction and the returned valve meets all its specification requirements. The valve and the distal catheter were free from any occlusion, however yellowish fluid was found inside the shunt. This could explain the derivation obstruction. Another hypothesis is that the peritoneal catheter has been obstructed by the peritoneum or by intestinal loops. Shunt obstruction is a known short and long term complication described in the instructions for use. At this time the complaint is considered to be closed.

Event description:
Spvb was implanted on a pt's skull on (B)(6) 2011. Since the pt started to suffer from hypodrainage later, the doctor explanted it, considering that it was occluded. The doctor would like to know the reason of this incident.